Manufacturer narrative:
Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed the paddle test. The device was evaluated by a philips rse and it was found that there were some oxides on the paddles. The customer cleaned the paddles, and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.